Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose nylon screws. The upper auxiliary assembly was replaced since it contains the nylon screws. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.